Event description:
Additional information received from the consumer reported when they were on vacation in early (B)(6) 2017 their neurostimulator stopped working; there were no error codes or any other indication that a problem existed. The consumer did note a brown blemish did appear at the site of the implant and they saw a neurologist on (B)(6). Their neurologist referred them to a neurosurgeon, but they were unable to secure an appointment for ¿various communication problems.¿ on (B)(6) the blemish opened released a considerable milky fluid. The consumer cleaned the area with an antibiotic solution and covered the wound. The consumer then scheduled an appointment with their primary care physician on tuesday (B)(6) who prescribed an antibiotic drug. An appointment was then scheduled with the neurosurgeons¿ office on (B)(6) and they were scheduled for surgery on (B)(6) where the device and lead were removed. Replacement surgery was scheduled for thursday(B)(6) in order to ensure there was no infection and the area was totally healed for new implantation. The surgery was successful and the device was activated and adjusted by a hcp and the manufacturer¿s representative ( rep).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: the event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported their first implant battery had failed. They had a hole in their chest and the battery had burned through. At the time, they noticed a little brown spot near where their implant was and then the hole had burst open and fluid started coming out. This happened over memorial day weekend in 2017. They were taken to the hospital where they replaced the battery and the leads for their implant.